Manufacturer narrative:
Upon reevaluation of the reported event, this device was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Event description:
Upon reevaluation of the reported event, this device was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
(B)(4). D6a: implant date ¿ (B)(6) 2024 the customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately four months post-implantation, the patient underwent a hip revision due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part identifications are necessary for review of device history records, this was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision op notes, presented to the office with pain and unusual noise coming from the hip, found to have dissociation of the poly component of the dm head ball. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that approximately 22 years post-implantation, the patient underwent a hip closed reduction attempt and then revision due to a dislocation of the head and liner, disassociation of the liner and shell, pain, and a mild to moderate antalgic gait. Head and liner were exchanged. Shell and stem retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.